Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they think their implant or wire has moved because they have taken some falls. Patient also said they can't connect to their implant with their patient programmer. Patient said they put new batteries in the programmer yesterday. Agent attempted to assist patient but they continually received a poor communication screen when using the programmer. The issue was not resolved through troubleshooting. Agent reviewed possibilities for the screen. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient the same day. The patient reported that they think their device might not be working. Patient also said the wires/connectors were not working as well.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1td6m serial# implanted: (B)(6) 2019 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6) ubd: 27-jul-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.